Manufacturer narrative:
Reported event was confirmed by review of photos provided. Device was not returned. Visual evaluation of the pictures shows a hair-like debris on the opened product. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the product has been opened and the source of the hair-like debris cannot be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: type of investigation - 4114 - device not returned code is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows a red hair-like debris on the opened product. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty when the articular surface implant was opened, a small red hair-like substance was identified on the top of the device. A new articular surface implant was opened to complete the procedure. No adverse consequences were reported as a result of this malfunction.